Event description:
It was reported that this right atrial (ra) lead recorded a lead safety switch due to out of range impedance measurements greater than 3000 ohms. The lead when programmed to unipolar the impedance measurements was withing range. The clinic will continue to monitor the progress, and a lead revision will be considered if there is an additional significant impedance change. This ra lead remains in service. No adverse patient effects were reported.